Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: it was reported that a patient experienced sepsis and fluctuating blood pressure and subsequently passed away coincident with peritoneal dialysis therapy. The cause of the sepsis was unknown. Treatment for the sepsis or fluctuating blood pressure was not reported. It was not reported if peritoneal dialysis therapy was ongoing up until the time of death. It was not reported if the patient was recovered from the previously reported peritonitis prior to passing away. The cause of death was reported to be sepsis and labile blood pressure and it was unknown if an autopsy was performed. No additional information is available. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. On the same day, the patient was hospitalized for the peritonitis event. The cause of peritonitis was unknown. The patient was treated with injection vancomycin (two grams, route, frequency and duration not reported) for peritonitis. The outcome of the peritonitis event was not reported. The action taken with dianeal therapy was not reported. No additional information is available.